Manufacturer narrative:
Document review: quadra h femoral stem size 2 - ref. (B)(4)/lot. 091048. The quality and manufacturing documents (batch record) were reviewed for the lot. 091048 (B)(4): all parameters concerning the manufacturing process steps were found to be conforming to specifications valid at the time of production. (B)(4). Medacta intl (B)(4) ratio is hence lower than the one reported in literature. There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.

Event description:
During surgery, the surgeon broached the femur by hand starting from a size 0 and increasing sequentially in size until they reached a size 5, which gave them a sold press fit. The surgeon went through their trial reduction and chose a size 5 lat stem. Upon impacting the stem the surgeon saw a small crack on the calcar of the femur. The surgeon secured the femur with a dall miles cable and finished the case. After the case the surgeon observed the post-op x-rays and did not see any further fractures along the femur.